Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Patient reported right side pain, capsular contracture baker grade IV, and hemorrhagic seroma. The device was explanted.